Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 16 atmospheres for 20 seconds, the balloon ruptured vertically. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was good post-procedure.